Event description:
It was reported during a procedure, ablation was being performed in the left atrium for ventricular tachycardia. After the procedure cardiac tamponade was noticed. Pericardial puncture and drainage was performed. Multiple attempts have been made to request for additional information however neither additional event nor product information was provided.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).